Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. User voluntary report number: mw5038685.

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted in a patient on (B)(6) 2011. According to the complainant, the patient experienced lower back pain, leg pain, dysuria and dyspareunia. She also suffered incontinence, difficulty emptying her bladder, urgency frequency and urinary tract infections. After urinating, she observed scant blood. Patient was taking neurontin 600mgs three times a day for muscle and back pain. Patient is still incontinent.